Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer returned the product back for analysis.